Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported that seemed to come from the patient line extension, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient stated that they noticed leaking on the ground and it seems to be coming from the patient line extension but they could not find exactly where. The technical service representative (tsr) explained the alarm and assisted in ending therapy. The tsr advised to start over with all new supplies and reviewed proper procedures per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.